Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. An evaluation of the complaint was completed and the customer's indicated failure mode was not observed. Bd was unable to determine the root cause of the customer's issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd preset¿ arterial blood collection syringe shield was damaged. This was discovered before use. The following information was provided by the initial reporter: when opening the package, it found that the shield was damage.